Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a label of one device. Only the product packaging was returned, this showed no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy, when the device was close around the stomach tissue, the green button was pressed and the handle was squeezed and was tried to fire, the handle locked in position prior to firing and was unable to advance to activate the stapler. Another reload was used to complete the case. There was no patient harm.